Event description:
On or about (B)(6) 2024, plaintiff underwent placement of an angiodynamics smartport port catheter product, with model number h787ct66ltpdvi1-us, and lot number a3423004. The smartport device was implanted by dr. (B)(6), m.d., (B)(6), for the principal purpose of chemotherapy treatment of plaintiff's metastatic breast cancer. On or about (B)(6) 2024, plaintiff presented to dr. (B)(6), m.d. At (B)(6) after noting that her port had flipped. Dr. (B)(6) confirmed that plaintiff's port had been displaced, and she was discharged with an appointment for an outpatient revision. On or about (B)(6) 2024, plaintiff presented to dr. (B)(6), m.d. At (B)(6) to have the smartport removed.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)